Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic benign nephrectomy, a black matter like a fragment of the valve came out of the obturator when the device was removed from the patient after use. No pieces were left inside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # unk. The analysis results found that the b12lt device was returned with the seal damaged and torn; the torn piece of the seal was returned inside a petri dish. Upon evaluation of the device, the separate piece of the seal was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force and this caused the damage found in the seal. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.